Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillation shock was not delivered during a planned cardioversion. The device was in manual mode using defibrillator pads and there was no physical indication on the patient that a shock was delivered. Another defibrillator was used. There was no delay and no harm or impact to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: this sentence has been added: "patient event files and device logs were requested from the customer but were not provided for philips to review." Evaluation results code has been updated. Conclusion code has been updated, this report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device was evaluated and repaired by a third party. The issue was not reproduced and the device passed all testing. The device is now back in customer use. Based on the information available the reported problem was not confirmed. The cause of the reported problem could not be determined. Patient event files and device logs were requested from the customer but were not provided for philips to review. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillation shock was not delivered during a planned cardioversion. The device was in manual mode using defibrillator pads and there was no physical indication on the patient that a shock was delivered. Another defibrillator was used. There was no delay and no harm or impact to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device was evaluated and repaired by a third party. The issue was not reproduced and the device passed all testing. The device is now back in customer use. Based on the information available the reported problem was not confirmed. The cause of the reported problem could not be determined. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillation shock was not delivered during a planned cardioversion. The device was in manual mode using defibrillator pads and there was no physical indication on the patient that a shock was delivered. Another defibrillator was used. There was no delay and no harm or impact to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.